Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h9, h11. The cerelink monitor was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a potential cause of the reported failure may be related to a circuit or interconnect failure within the monitor. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3014334038-2024-00078. A physician reported misreading from two cerelink monitors (unknown ID). No additional information has been provided. The events occurred 2 to 3 weeks prior to the recall.